Event description:
It was reported that the anesthesia system failed several sub tests during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation performed at the hospital by the fse concluded that the cause of the system checkout failures (sco) was a faulty patient cassette. The patient cassette was replaced but was kept by the user and cannot be investigated further. After successful testing, the anesthesia system was cleared for clinical use. No faults have been reported ever since. The reported sco failures can be verified in the received logs but the true cause why the patient cassette failed has not been determined.

Event description:
Manufacturer's reference number: (B)(4).